Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston of the reservoir was defective. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing. No drive or motor anomaly noted. No damage noted on the motor assembly. The motor was tested outside of the unit and passed. Device had minor scratched display window and cracked reservoir tube lip.